Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she had high blood glucose of 24 mmol/l at the time of incident. The customer reported that she thought the bolus did not go through. The customer was advised that bolus was delivered. Troubleshooting was not performed. The insulin pump will not returned for analysis.